Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fractured and migrated to the patient's heart. Catheter and port body were removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter fractured and migrated to the patient's heart. Catheter and port body were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI port with 8fr groshong catheter segment were returned for evaluation. A break was identified 7.7cm distal to the port body. The break was mostly jagged with some smoothing, the catheter appeared compressed, and a longitudinal split was found on the compressed corner of the catheter. Characteristics of the split are consistent with catheter pinch off, therefore, the investigation is confirmed for pinch-off occlusion. The most likely root cause for pinch off is use related. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter fractured and migrated to the patient's heart. Catheter and port body were removed. There was no reported patient injury.

Manufacturer narrative:
Additional details were provided on 12/17/2018; the associated fields have been updated accordingly and the summary is listed below. Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI port with 8fr groshong catheter segment were returned for evaluation. A break was identified 7.7cm distal to the port body. The break was mostly jagged with some smoothing, the catheter appeared compressed, and a longitudinal split was found on the compressed corner of the catheter. Characteristics of the split are consistent with catheter pinch off, therefore, the investigation is confirmed for pinch-off occlusion. The most likely root cause for pinch off is use related. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter fractured and migrated to the patient's heart. Catheter and port body were removed. There was no reported patient injury.